Event description:
In (B)(6) 2010, I have received a johnson and johnson depuy corail femorale stam en 'n pinnacle acetabulere replace. In 2012, the hip was defected and my dr recommended various test. Iron and cobalt levels were out of control, my hip was loosening, it had a clicking sound with every step and I feel constant nausea and pain in the right hip. The dr said it could be a defect hip and the levels or cobalt and iron is due to the shaving from the hip. All proof can be provided.